Event description:
Implant didn't achieve osseointegration, primary stability was achieved, thread tap used, inadequate bone quality/quantity, pain, inflammation. Possible ridge split-tension in spite of using tap. Narrow ridge - tapped sites to avoid tension insite - split anyway. (B)(6) are the same patient.